Manufacturer narrative:
Volumeview sensor was received by our product evaluation laboratory for a full examination. The report of manifold broken was confirmed. The male luer on swabbable luer side of volumeview manifold had been completely broken off. Cross surface of broken luer was rough and uneven. No other visible damage was observed from the returned unit. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient of this volumeview sensor, the thermistor manifold broke. There was no allegation of patient injury. The product was available for evaluation.

Manufacturer narrative:
Based on the investigation performed a definitive root cause could not be determined. The surface of the broken luer appeared to be twisted, which may be due to excessive torque force applied during use. The issue of volume view broken manifold was escalated to the product risk assessment process and was not escalated to a field recall as the device was received by the facility with no non-conformances. Following additional testing of the device there is no evidence of a manufacturing nonconformance.